Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the pull wire broke. The pull wire was remove from the anchor.

Manufacturer narrative:
Alleged failure: pull wire breakage. The root cause is a manufacturing issue. The failure(s) identified in the investigation is consistent with the complaint record. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Mfg date: manufacture date is not known. (B)(4).

Event description:
It was reported that the pull wire broke. The pull wire was remove from the anchor.